Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, the provided undated, unlabeled x-ray supports the complaint and shows a femoral nail with a single lag screw and reduced fracture along with the reported drill bit contained within the femoral neck, however, the root cause of the reported breakage could not be determined. Although we are unable to rule out a procedural variance as a contributory factor. The broken drill tip is comprised of 17.4ss and it is not approved for implantation. According to the surgeon, the broken tip was retained in the nail where the screw should have been, and it was very stable. Therefore, the potential for micro-motion and/or migration of the retained drill bit is unlikely. Based on the information provided, the surgeon resumed the procedure with a 60-minute delay using the same device. Since it was reported the patient was stable and recovering, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation surgery, the drill bit sterile 6.4mm drill broke. The physician felt the drill bit broke without any previous resistance. Also, attempted to retrieve the drill bit tip, but was not possible. Since the nail had very stable fixation decided to take advantage of it and leave it as is. Surgery was resumed, with a greater 60 minutes delay, with the same device. Patient was not harmed as consequence of this problem.